Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6m x200mm by 150cm ranger drug coated balloon was selected for the treatment of peripheral arterial occlusive disease. The target lesion was 80% stenosed and had normal calcification. During the first inflation, the balloon ruptured before it was inflated to nominal pressure. The device was completely removed using the normal method. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluation by manufacturer: the returned device consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damage. Microscopic examination revealed a pinhole 28mm from the tip. Inspection of the remainder of the device did not reveal other damage. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that a balloon rupture occurred. A 6m x200mm by 150cm ranger drug coated balloon was selected for the treatment of peripheral arterial occlusive disease. The target lesion was 80% stenosed and had normal calcification. During the first inflation, the balloon ruptured before it was inflated to nominal pressure. The device was completely removed using the normal method. The procedure was completed with another of the same device. There were no patient complications reported.